Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostial right coronary artery. A synergy&#10244;rug-eluting stent was deployed to treat the lesion. A non-bsc guide catheter was advanced back into the vessel but got caught on the stent and deformed the stent like an accordion. Another stent was deployed in the proximal area of the ostial lesion and the procedure was completed. No patient complications were reported and the patient's status was fine.